Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 2.9. Date: (B) (6) 2010, inratio: >7.5, lab: unable to get a reading. Patient was admitted to the hospital and given vitamin k. Coumadin dose was stopped. Just prior to release from the hospital, inr was checked at lab: 2.57. Patient went home and tested with inratio meter: 1.0.

Manufacturer narrative:
Investigation pending.